Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess and rupture.

Event description:
Patient reported left side rupture, "external displacement and some irregularities in the contour," "decrease in protection," possible "collection or abscess," and pain. Treatment with painkillers and anti inflammatory was given. The device remains implanted.